Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of up to 273 mg/dl. The customer believed that the pump settings may need to be adjusted. Additionally, the customer was reportedly uncertain of how to count carbohydrates correctly. The customer delivered a bolus via the pump. A recommendation was made for the customer to consult with the healthcare provider.